Manufacturer narrative:
The customer called stating the ECG wave didn't show all of the data correctly, 180 bpm actual but only 140 bpm was shown on the strip after a drug was administered. No harm to patient was reported. (B)(6) contacted the customer on (B)(6) 2016. Customer states the ECG tracing and hr do not correlate. Upon reviewing the data, (B)(6) felt that one tracing was double counting due to the qrs and t wave being the same height. The second wave that showed an ECG tracing of sr in the 70s but the hr numeric of 157 was unexplainable. (B)(6) had the customer change some configurations and she was supposed to follow up with her the following day. Customer never called and nk/ts left a message for the customer. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available

Event description:
The customer called stating the ECG wave didn't show all of the data correctly, 180 bpm actual but only 140 bpm was shown on the strip after a drug was administered.